Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on their atrial lead. Programming changes were made to resolve the issue. The patient condition was stable.